Event description:
It was reported that this patient received one inappropriate shock from this subcutaneous implantable cardioverter defibrillator (s-ICD) system due to oversensing of noise shortly after implant. Later, there was another episode of oversensing of possible non-physiological noise. Technical services (ts) provided troubleshooting and recommended x-rays. No additional adverse patient effects were reported. Currently, this s-ICD system remains in service. According to additional information, this s-ICD system was explanted due to noise that could not be resolved. A new transvenous implantable cardioverter defibrillator (ICD) was successfully placed at this time. No additional adverse patient effects were reported. As of today, this product has not been received by boston scientific for further investigation.